Event description:
Boston scientific received information that this right ventricular lead exhibited low out-of-range pacing impedance measurement. It was also noted that the lead safety switch had been triggered on this rv lead. In addition, noise on both the atrial and ventricular leads was observed and it was noted there were fractures. Both leads will be returned for analysis. The physician believed that the fracture was caused by clavicular crush and was confirmed through fluoroscopy. There was no report of pacing inhibition greater than 2 seconds. This lead was explanted and was replaced with no issue. No adverse patient effects were reported.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.